Manufacturer narrative:
The device was returned intact and functional; the device weighed 3g over specification.

Event description:
Right-side capsular contracture baker grade 3.

Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 2.1g over specification. Corrected data- sn updated to (B)(6) and manufacture date updated to 4/5/2013, narrative data updated. Surgeon clarified wrong sn was provided originally and was just the contralateral device